Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.